Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the balloon was punctured and leaking. Per additional information received on 10/02/2024, the device came out on its own and was replaced. There was no medical intervention and the patient is in stable condition.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no photos or physical samples received for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition or determine the root cause. The reported affected component is produced by an external supplier. Our process consists only of a pick and place operation for this component. A supplier corrective action request has been forwarded to the supplier to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. All information received will be used for tracking and trending purposes.